Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture clarification to previous emdr. Rupture will be retained. The only event which will be unreported was the capsular contracture baker grade ii.

Event description:
The left side ruptured implant has been explanted.

Event description:
Patient reported left side rupture, capsular contracture baker grade unknown, diagnosed via mammography and ultrasound as well as pain. Healthcare professional later reported capsular contracture baker grade ii. The device remains implanted.

Event description:
Patient reported rupture, capsular contracture, baker grade unknown, diagnosed via mammography and ultrasound as well as pain. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.

Event description:
Patient reported left side rupture, capsular contracture baker grade unknown diagnosed via mammography and ultrasound as well as pain. Healthcare professional later reported capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.